Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (s/n: (B)(4)) found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported a decrease in recharging time. The patient complained of having to recharge more frequently (every two days) instead of once per month. According to the patient, there was no change in settings. No telemetry was available and no telemetry could be performed before implantable neurostimulator (ins) replacement because the ins was discharged. The physician decided to change the ins. Factors that may have led or contributed to the issue remain unknown. The issue was resolved and a surgical intervention occurred.